Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Healthcare professional reported a left side deflation of a tissue expander. Device was explanted and replaced with another tissue expander.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified curved openings and black mold like appearance. A leak test was performed and two openings were found. A microscopic analysis identified: a curved striated opening, which was assessed as surgical damage, and a curved sharp opening on posterior side assessed as unidentified (tear) opening. A dimension measurement in the shell was performed which identified the thickness within specification. Air was observed entrapped between the insert bond (vi of approx. 3.5 mm). It is out of specification and assessed as workmanship. A further investigation has been initiated due to the workmanship found during device evaluation. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional additionally reported a "stress fold fracture."

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was found air entrapped between the insert bond, which is not related to the reported complaint. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with void in insert in the valve will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a left side deflation of a tissue expander and "stress fold fracture." Device was explanted and replaced with another tissue expander.